Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was testing in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 6:30am. The patient indicated she manages her diabetes with pills and die/exercise. Due to the alleged issue, the patient denied taking any action regarding her diabetes management routine. A day after the start of the alleged issue, the patient claimed she felt shaky and dizzy. In spite of her symptoms, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca educated the patient on the correct testing procedure and walked through a retest. The alleged issue was resolved with training. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.